Manufacturer narrative:
The customer¿s reports tubing broke off in the needleless connector was confirmed. Visual inspection found that a male luer tip of model mz9226 was found lodged into the female port of the maxzero connector. The root cause of the break is due to excessive force as indicated by the visible stress marks observed on the broken male luer tip.

Event description:
It was reported that the filtered extension tubing broke off in the needleless connector. The customer states that there is no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. Concomitant medical product: 10 ml bd syringe, lot 8197778, exp 07/31/2021, 0.9% sodium chloride injection. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the filtered extension tubing broke off in the needleless connector. The customer states that there is no known patient harm.